Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-05473.. It was reported that the patient's ipg had reached end of life. It is unknown if this occurred prematurely. It was also reported that patient's lead had fractured. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the ipg and lead were explanted and replaced to address the issue. It is unknown which lead had fractured.